Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The referenced device was returned for evaluation; the footswitch was not returned. A visual inspection was performed and found the front panel was deformed; dented on the left side. There are hairline cracks on the front panel around both the neutral socket and bipolar socket. The device was powered on and confirmed that it kept rebooting, prompting ¿error e433¿, and disabled the functionality. Performed troubleshooting, and the problem has been isolated to the generator pc board. The device was returned unrepaired per customer. According to the device repair history, the generator purchase date is may 22, 2017, with no previous repair records. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: the customer is required to check the function of all devices used prior to a procedure. Additionally, a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center (oms) was informed that when the high frequency generator was turned on during a transurethral resection using bipolar procedure, an error code (e433) appeared. The procedure was reportedly canceled. No patient injury was reported.